Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer service representative's (csr) documentation. On the day before, at approximately 6:30pm, the pt reported obtaining blood glucose results of "8.2 and 6.6mmol/l" with the subject meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l. The pt reported that she used two different test strip lot numbers at the time of comparison. The pt did not recall when she started to obtain the alleged high results on the subject meter. She informed the csr that on the morning of two days prior to original date, she woke up feeling "shaky," tested on the subject meter and obtained a reading in the "8 mmol/l" range. The pt indicated that her blood glucose usually runs between "5-6.5 mmol/l." Despite the pt feeling that her blood glucose was low, she reportedly did not treat herself with a snack as a result of obtaining the "high" reading. The pt confirmed that the symptoms subsided after eating breakfast soon afterwards (as per her normal routine). Prior to developing her symptoms, the pt reported that she had been obtaining these unusual "8 mmol/l" results for a few days. The pt further indicated that she continued to take her usual daily dose of diamicron (1 pill/day in the morning) despite the higher readings. At the time of troubleshooting, the csr confirmed the subject meter was set to the proper unit of measure setting (mmol/l), that the test strips were in good condition, that the pt was using the correct testing technique, and that the puncture area was being cleaned properly. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of severe hypoglycemia after the reported issue began. In addition, the pt claimed she did not treat her symptoms as a result of the subject meter reading high.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.